Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent froze on wire occurred. A 2.75 x 20 synergy stent balloon expandable was advanced, but the guidewire jammed inside the patient. It was noted that the guidewire inside the stent became blocked. The procedure was completed and no patient complications were reported in relation to this event.